Event description:
The ground pad left a red mark on the pt, the pad was too sticky and hard to remove, and the adapter end broke off inside the bovie machine.

Manufacturer narrative:
The reported sample has not been returned to deroyal at this time. The investigation into the root cause is in process.